Event description:
A clinical director reported that either folding or injecting of an intraocular lens (iol) resulted in a surface crack near the center. The iol was removed and replaced during the same procedure. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Additional info was requested on 10/15/2009, 11/06/2009, and 11/09/2009 by phone and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).